Manufacturer narrative:
Correction: b1 - product problem was inadvertently selected on the initial report. Correction: additional information indicates a charging connection was established with the ipg and the device is providing therapy. This device is no longer considered reportable.

Event description:
Additional information indicates a charging connection was established with the ipg and the device is providing therapy.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight has not yet been provided.

Event description:
It was reported that after multiple attempts with patient and manufacturer representative, the ipg is unable to establish connection to charge and has been rendered inoperable. Surgical intervention may occur in the future to address the issue.